Event description:
Complainant alleged that the clinicians were attempting to pace a patient's (age and gender unknown) heart rhythm, but the device failed to capture the patient's heart rhythm. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction. Several attempts were made to obtain additional event and patient information from the complainant. All attempts were unsuccessful.